Event description:
Spontaneous call, patient's son is calling because he is getting a high-pressure alarm on both of the pump when he attaches new cassette and so he started the cassette with remaining volume and called us. Advised him to try new tubing while I waited on the phone. Patient's son switched tubing, was able to prime successfully, and pump started running without issues. No issues with the pumps, just tubing is defective because he stated the other tubing wouldn't prime properly and he had to try multiple times. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.